Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. As received the belt failed the functional ECG fall-off test. Upon investigation the violet wire (agnd) was cut inside ECG c, resulting in a short between the damaged wire and the pulse wire. The root cause for damaged wire was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.